Event description:
It was reported that there was a poster that was presented at the hrs 2026 conference event regarding this unknown patient with a history of sick sinus syndrome and congestive heart block. This patient had severe mitral valve insufficiency with repair performed with an annuloplasty ring, and severe tricuspid valve insufficiency with repair with an annuloplasty ring. Ultimately, this right ventricular (rv) lead was explanted and replaced with a non-boston scientific bipolar left ventricular (lv) lead with left atrial appendage closure. That lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.